Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well and has resumed device use. This is the final report.

Event description:
The recipient reportedly experienced skin flap breakdown. On (B)(6) 2019, the recipient underwent repositioning and skin flap surgery.